Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) to report errors on the vio integrated electrosurgical unit (iesu). A review of the system logs confirmed multiple errors reported by the iesu. The primary error was c-53 indicating power supply voltage measurement was too high. The customer reported that the unit smelled of burning electronics and that smoke was visible from the rear of the unit. The tse recommended immediately removing the ac power from the iesu. The procedure had just started, and cautery was needed. The tse recommended using an alternate generator, the force triad. The customer confirmed that the force triad was available, and the procedure was completed with no reported injury. Isi followed up with the customer and confirmed that the instrument was inspected before the procedure and the system powered on without errors. The surgeon was able to see through the high-resolution stereo viewer (hrsv) to continue with the procedure and complete it robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the evaluation. Failure analysis could not reproduce the reported complaint. Error c-34 appeared upon start-up. The unit energized and cauterized, and all ports recognized instruments. As a safety precaution, the unit will be returned to OEM for further investigation. A log review was performed and the following was confirmed: the procedure was performed on (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed the following possible related system errors: 25913 - iesu error: c-53 - power supply voltage measurement value too high in on state. 25913 - iesu error: c-30 - hf voltage measurement value too high (redundant voltage sensor). 25913 - iesu error: m-11 - internal timeout (cpu & sensors module does need too much time to enter "ready" state). 25913 - iesu error: m-18 - internal timeout (cpu & sensors module does need too much time to enter "idle" state). Based on the current provided information, this complaint is considered a reportable event due to the following conclusion: the iesu was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using a backup/third-party device. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.